Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "call tech support and err hwi2c". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver data log was unable to be downloaded and the functional test could not be run as the receiver was found to be perpetually rebooting. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was undetermined. A probable cause could not be determined.